Event description:
Dealer called stating that the left front caster wheel and fork on the 68100-ta rollator has allegedly come out of the leg extension. The right rear caster wheel and bolt have allegedly come off. Consumer put parts back on the device both times. No injury.